Event description:
It was reported that while in the cardiac cath lab during use, the chief inserted the intra-aortic balloon (iab-06840-u) through the sheath via femoral artery without issue. After placement of the iab approximately one hour later, the alarm warned possible helium leak. The iabp (iap-0500 s/n (B)(4)) had been turned off for further check of security of all connectors which were insured normal. The iabp was turned on and it alarmed again warning there was a large helium leak. The iab was found with blood inside and it was suspected there was a leak within the iab. As a result, the iab was removed. There was not another attempt at the procedure. There was an indefinite interruption in therapy with no harm to the pt noted. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome is fine. An update received on (B)(6) 2013 stated they did not make another attempt at the procedure because the pt was transferred to another hospital. It was confirmed that after an hour of iabp therapy, then the pump alarmed. After checking, blood was observed in the helium pathway; blood did not get into the pump. The pump did not have to be serviced.

Manufacturer narrative:
(B)(4).